Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a transabdominal preperitoneal procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture detached from the needle easily during peritoneal suturing. It was not a control release needle. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 9/14/2020. A manufacturing record evaluation was performed for the finished device pl6839 batch number, and no non-conformances were identified. Additional h3 investigation summary: it was reported performance pull off suture needle. A labeled winding former, a detached needle and a needle/suture piece of product code y527 were returned for analysis. The product code is double armed. During the visual inspection of detached needle, the swage and attachment area present body fluids. Damage and marks at the edge of the barrel hole could be observed that appears to be by use of a surgical instrument. During the visual inspection of the second needle, body fluids and marks were noted, the end of the suture piece was noted cut by us of a surgical instrument. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to visual inspection of detached needle, the assignable cause of the performance - pull off suture needle is an improper handling. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.